Manufacturer narrative:
A ge service representative performed an onsite investigation. The display pcb assembly was evaluated and replaced. Multiple system pcb assembly connections were evaluated and reseated. The connection plug and cable were also repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.